Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2015 referring to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted in 2009 for sterilization. About 3 months after the essure placement an hysterosalpingogram (hsg) was performed and the patient claimed the fallopian tubes were patent bilaterally. She had a second hsg and claimed this second hsg showed bilateral occlusion but there was no mention to her about the placement of the essure. The patient then got pregnant on unspecified date and had an elective abortion and bilateral laparoscopic tubal surgery for contraception on the same date. At this surgery physician noted on one side there was an essure in good placement. On the other side there were 3 essure which had all perforated the uterus. All 4 essure were removed (date confirmed unknown to reporter). The patient has now recovered. The product technical complaint (ptc) investigation and final assessment were received on (B)(6) 2015. The bayer reference number for the ptc report is: (B)(4) final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a lack of efficacy (pregnancy). Contraceptive failure may occur under the use of any contraceptive and is not indicative of a quality deficit per se. In this particular case, also a use error was reported. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither a batch number nor complaint sample were provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted and got pregnant. Elective abortion and bilateral laparoscopic tubal surgery for contraception were then performed and during the procedure, on one side, there were 3 essures which had all perforated the uterus. All essure devices were removed and patient recovered. These events are serious due medical importance and listed in the reference safety information for essure. Uterine perforation with essure may occur, most often during insertion. In this case, the exact date and mechanism of this perforation is not known. However, given the event's nature, causality with essure use is assessed as related. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In the present case, the essure confirmation test (hsg) was performed three months after placement and showed bilateral tubal patency. A second hsg was performed and showed bilateral occlusion. Although in the present case the perforation could have a contributory role to device inefficacy, it is not known the exact date of the reported event (if it was before or after the conception), therefore causality between pregnancy and essure use cannot be totally excluded. Considering the essure devices were removed (required intervention) this case is regarded as incident. A product technical analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Follow up 14-jul-2015: the doctor reported that patient had a follow-up x-ray and showed improper placement of the coils. But instead of laparoscopic surgery to address the issue as should happen, the patient who ultimately became pregnant, underwent the essure procedure a second time and was later found to have three coils perforating the uterus on one side. No additional information was provided. Follow up information received on 23-jul-2015: no new information. Follow up 05-aug-2015: no new information was provided. Case closed. Follow up 07-aug-2015: medical records were provided by physician. The physician who performed the procedure in 2009 was another physician. Office visit on (B)(6) 2015: at time of this visit the patient had a pregnancy history with gravida 2 and parity 1 with nsvd (normal spontaneous vaginal delivery) at term, no complications, and 1 surgical top (termination of pregnancy, dilation and curettage at approximately 7 weeks gestation) for unplanned pregnancy with essure in place as well as ovarian cyst, here to discuss surgical management. She stated that she had the first essure placed, which was unsuccessful, so she then underwent a second essure procedure. The first x-ray following the procedure showed that her tubes were still patent, so she had second x-ray later which then showed bilateral tubal blockage. In addition, patient was noted to have an ovarian cyst on the ultrasound to confirm pregnancy. She was uncertain which side or how large. She denied any symptoms, but did relate that she had a history of (interpreted as ovarian) cysts, which were suppressed for many years on ocps (oral contraceptives). She has never required surgery for ovarian. Moreover, patient had a long history of abnormal paps and reports having several freezing procedure on her cervix. She then had her son, and all her paps since then have been normal. She believed that the last pap was at the time of her essure placement in 2009. Notably, patient also has a history of a failed endometrial ablation. She related that her provider told her she had perforated her uterus so did not complete the surgery. She stated that she didn't have any further surgeries to evaluate the perforation (like a diagnostic laparoscopy). She was otherwise ok on this office visit. She denied vaginal bleeding. She has had one episode of intercourse since dilation and curettage two weeks ago. She was certain that she would like surgical management to deal with removal of essure. It was discussed that the plan would be for laparoscopic bilateral salpingectomy. She would like contraception in the interim. She desired another contraception method. Patient's medical history also includes occasional dysmenorrhea, occasional menorrhagia, genital warts, unspecified disorder of thyroid, cholecystectomy, jaw surgery, dilation and curettage. No outpatient prescriptions prior to visit. No facility-administered medications prior to visit. No known allergies. Her family history includes, hypertension and diabetes. No familial history of cancer. She is a former smoker and uses e-cigarettes about 30 times per day. No drug or alcohol use. She has not received (B)(6) vaccine, unsure if received (B)(6) vaccine, received influenza vaccine and tdap vaccine. Review of systems: constitutional: fatigue, loss of appetite. No abnormalities were noted. Physical exam showed blood pressure of 117/71mmhg, pulse 85, height (B)(6) and weight (B)(6). No messages in this encounter. The last menstrual period was on (B)(6) 2014. Genitourinary: normal external female genitalia, normal bartholins, skenes, urethral meatus, anus. No hemorrhoids. Vaginal mucosa pink, well rugated, no vaginal wall lesions. Cervix multiparous without lesions. Bimanual, uterus anteverted, mobile, nontender, no adnexal masses or tenderness. Physician reported back up contraception with depo provera. Notably, patient had a faintly positive pregnancy test on this visit which was likely from the pregnancy she had two weeks ago (previously reported) and very unlikely to represent a new pregnancy. Discussed this result with patient and discussed that while we would not recommend depo provera pregnancy, the likelihood of pregnancy is unlikely at this time (and this would be an undesired pregnancy). Regarding the ovarian cyst, no obvious adnexal mass on exam at this visit. No current symptoms. The last ultrasound was (B)(6) 2015 but the results were not mentioned. Depending on type and size of cyst, might be recommend laparoscopic ovarian cystectomy, which would be discussed. Office visit on (B)(6) 2015: she had an x-ray with final read pending, but did show 4 coils seen in place in the pelvis, 3 on the right, 1 on the left. In addition, patient was noted to have an ovarian cyst on the ultrasound to confirm pregnancy and has never required surgery for ovarian cysts. She had repeat ultrasound (final read pending) which showed that she still had a left ovarian cyst, approximately 3x3 cm with appearance of a teratoma. No obvious adnexal mass on exam on (B)(6) 2015. Patient also aware that occasionally what appeared to be on the left on ultrasound might in fact in the right when they look laparoscopically. She had a pap and (B)(6) testing which both negative on (B)(6) 2015. Outpatient prescriptions prior to visit: escitalopram oxalate (lexapro) 20mg, oral, tab and levothyroxine sodium taken by mouth daily on an empty (synthroid) 100mcg, oral, tab stomach. Review of systems and physician exam were normal. Vital signs were normal. No messages in this encounter. On (B)(6) 2015 the patient underwent an operative laparoscopy with bilateral salpingectomy, left ovarian cystectomy, removal of essure devices x4, diagnostic hysteroscopy. No complications occurred. Normal external female genitalia. Normal cervix and vagina without lesios. Anteverted, small, 5 week sized uterus, 3cm smooth mass in the left pelvis, right ovary not palpable. During laparoscopy uterus appeared normal but on the right side three essure devices were seen protruding out of the uterine body, 1 at a 90 degree angle, and two partially embedded in the uterine serosa superficially. There were several filmy adhesions of essure devices to bowel and mesenteric fat. The left essure device was in the appropriate position in the fallopian tube. Normal right ovary with a corpus luteum cyst. Left ovary enlarged to approximately 3cm, cyst containing sebum, fat and hair with normal ovarian tissue pushed to the side. First, the filmy adhesions were taken down with the ligasure. Then the first essure was grasped and pulled out of the uterine wall intact. The remaining two essure devices on the right sided were removed. A small portion of the ends of each of those two devices were left in the myometrium where they were embedded and no portion of the devices was visible or palpable on the serosal surface of the uterus at the end. Hysteroscopy: normal uterine cavity without masses or lesions, bilateral tubal ostia visualized. The left essure was also removed and the pelvis was carefully surveyed to ensure no fragments of essure devices were remaining. The cyst was consistent with teratoma and was removed. The patient tolerated the procedure well and was taken to the recovery room in stable position. No additional diagnoses. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and got pregnant. Elective abortion and bilateral laparoscopic tubal surgery for contraception were then performed and during the procedure, on the right side three essure devices were seen protruding out of the uterine body, 1 at a 90 degree angle, and two partially embedded in the uterine serosa superficially (seen as uterine perforation). She also underwent a bilateral salpingectomy, left ovarian cystectomy and all essure devices were removed. It was noted that a small portion of the ends of each of two devices were left in myometrium where they were embedded (seen as device breakage). These events are serious due medical importance and listed in the reference safety information for essure. In this case, the exact date and mechanism of this perforation is not known. However, given the event's nature, causality with essure use is assessed as related. The essure confirmation test (hsg) was performed three months after placement and showed bilateral tubal patency. A second hsg was performed and showed bilateral occlusion. Although in the present case the perforation could have a contributory role to device inefficacy, it is not known the exact date of the reported event (if it was before or after the conception), therefore causality between pregnancy and essure use cannot be totally excluded. With regards to the event device breakage, as this occurred during essure removal, a causal relationship with suspect insert cannot be excluded. Considering the essure devices were removed (required intervention) and an operative laparoscopy with bilateral salpingectomy was performed, this case is regarded as incident. A product technical analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Additionally, other serious events (unrelated) and non-serious events were reported. No further information is expected.